Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator auto cycled/triggered. The ventilator was not on a patient at the time of the reported event. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the on/off valve, performed calibrations, quick test, circuit check test on the device and all tests past per manual specifications at time of testing.